Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump, performed a supply change, and administered a manual injection to address bg. Customer's bg level subsequently decreased to 50 mg/dl. Customer was driven to the emergency room by spouse for treatment of low bg; nature of treatment provided and duration of stay was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.